Manufacturer narrative:
The investigation into the positioning issues and the pump stop issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. The root cause of the pump stop was due to an electrical open of the motor cable lines as they were broken due to excessive force. The root cause of the positioning issue was due to patient movement as the impella cable got caught on the bed railing when the nurse was rolling the patient.

Event description:
The user facility reported a 58-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to being biventricular non pulsatile systole. While on support, the nurse repositioned the patient and the impella cable became caught on the bed railing. The impella was dislodged and pulled out of the aortic valve. The impella was repositioned, however the pump was unable to flow. The physician decided to remove the impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿